Manufacturer narrative:
The consumer is a female whose age, height and weight are unknown. The consumer has a preexisting medical condition of neuropathy. The dealer stated that the consumer was using her rollator and due to her medical condition fell over the front of the device. Both front casters bent back along the front lower frame causing the front welds to crack at the seat and frame. The consumer was not injured and no medical intervention was sought. RMA (B)(4) has been issued for this incident.

Event description:
Dealer stated consumer allegedly fell over the front of the rollator and caused both front casters to bend back along with the front lower frame. Also, allegedly the front welds cracked at the seat and frame. No injury alleged.